Manufacturer narrative:
The technician traced the issue to the head up valve solenoid. He replaced the valve solenoid to repair the bed.

Event description:
Information received indicated the head up function will not operate electrically or manually.